Event description:
Customer reported a malfunction code, malf 12, on their device. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted customer with resetting the pump, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to reach out again if the issue reappears. Customer acknowledged and understood the instructions.